Event description:
It was reported to philips that there was a button active which was preventing the system from booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was starting due to button active at startup. A review of the system logfiles found control is active at startup. Upon troubleshooting actions, fse identified that the mushroom button on the geo control module was stuck permanently. To resolve the issue, fse replaced the geo module button. After replacement, the system was returned to use in good working order.